Event description:
Pt was undergoing a CABG x4. While preparing to anastomose the vessels to the ascending aorta, a guidant heartstring device was placed and did not deploy correctly, did not open. There was no harm to the patient. A second heartstring was placed and functioned appropriately.